Event description:
It was reported that the customer received multiple altitude alarms. Reportedly, customer is taking immunosuppressants which caused blood glucose levels to fluctuate regardless of pump or manual therapy. However, it was difficult to identify if elevated blood glucose levels were due to altitude alarm or customer's natural reaction to medication.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.